Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.